Event description:
It was reported the patient ((B)(6)) stopped receiving stimulation. As a result, the patient underwent surgical exploration. During the procedure it was reported the patient's lead had a fracture at the anchor site and lead diagnostic testing revealed high impedances. In turn, the lead was explanted and replaced (same model) which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.